Event description:
It was reported that a spectrum iq infusion pump had improper shut down post red dot process of hard reset and baxter wireless battery module inspection. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: additional information was received from the reporter stating the device failed at bedside in the intensive care unit while using baxter IV pump tubing. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.